Event description:
Spoke with a visiting rn with pt on the line who reports that one of the pt's cadd legacy pumps (sn (B)(4)) is giving an error message (error 1836). Pt has another working pump on hand which she is currently using. Pt is unharmed. We will send a replacement pump and return box for tomorrow.